Manufacturer narrative:
Additional information: d4 and h4 the associated complaint device was returned and evaluated. A visual inspection confirms the strike plate on the stem inserter rod assembly broke off the device. The broken piece was returned. The device shows significant signs of wear/usage. The device was manufactured in 2012. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during a thr procedure, the impactor and block broke while trying to further distalize final stem implant. Implant was already fully seated. Dr. Was able to remove the broken pieces. No delay. Backup device available. No impact or injury to patient reported.